Event description:
It was reported that the patient went to the emergency room due to receiving inappropriate shocks. A patient alert had been triggered and noise and high impedance were noted. The pace/sense portion of the lead was capped and replaced with a new lead while the high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Resistance/impedance increase was noted as the weekly pace impedance trend data shows an abrupt increase for max ventricular pace bi impedance from 475 to 1843 ohms between (B)(6) 2011. Oversensing was also observed as fourteen ventricular non sustained tachycardia <=210 ms occurred on (B)(6) 2011 in the timeframe between 09:32:52 and 09:58:06. Four ventricular fibrillation <=210 ms average v-cycle occurred on (B)(6) 2011 in the timeframe between 08:46:55 and 09:21:43. Interference/noise was noted as ventricular short interval count v-sic was 67.3 counts avg/day, in 29.39 days, between (B)(6) 2011 00:34:52 and 10:01:25. A lead integrity alert triggered a patient alert for lead failure predictor on (B)(6) 2011 23:01:19.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.